Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed with the in-house contour next link 2.4 meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. Additionally, the device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.

Event description:
An advocate called on behalf of the customer to report that the blood glucose readings obtained on the contour next link 2.4 meter were not in agreement with the symptoms. No specific readings were provided associated with the event. Around 2 months ago, the customer was experiencing symptoms of hypoglycemia which was described as being confused and dizzy. The customer fainted and broke her pelvis bone. It is unknown if the customer performed a blood glucose testing with the contour next link 2.4 meter prior to the event. However, the reading on the customer's insulin pump was 40 mg/dl. The customer was taken to the hospital where her blood glucose levels were constantly monitored and she was treated for the broken pelvis. No treatment details were provided. The customer was hospitalized for two months and has recovered well. Since the strip information provided was not associated with the event, this report will be submitted under the meter information. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.